Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration and high impedance. The patient underwent a revision procedure wherein the lead was repositioned.